Manufacturer narrative:
D10: 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-20-00 - eq rev torque defining screw kit: (b)(60, 320-42-03 - eq rev 42mm humeral liner +2.5: (B)(6). 320-01-42 - equinoxe reverse 42mm glenosphere. 320-15-05 - eq rev locking screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 1 year and 4 months post the initial right total shoulder arthroplasty, the patient was revised after dislocating their shoulder during the action of driving a car. The surgeon put in a new 42mm +4mm glenosphere, glenosphere locking screw, humeral adapter tray +5mm, reverse torque defining screw, and 42mm +0mm constrained liner to try and stabilize the shoulder. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.